Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6). Explanted: unk. (B)(4).

Event description:
It was reported that the system was removed due to infection in (B)(6). Additional information has been requested; a follow-up report will be sent when it becomes available.